Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys total psa immunoassay result for one patient sample. The initial result was 0.10 ng/ml and was reported outside the laboratory. The result with a banked serum tube was 24.38 ng/ml. There was no allegation of an adverse event. The reagent lot number was 199422. The expiration date was requested but was not provided. Qc on the day of the event was acceptable. There were no other problems detected.

Manufacturer narrative:
A specific root cause could not be identified. Typically low results are caused by pipetting issues of the analyzer or due to an issue with the sample itself. No further issues were reported by the customer.